Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-07146, 1627487-2013-07147. The patient received two leads with the same lot number. The patient reported her first system was explanted because she was receiving stimulation and shocking sensations at the ipg pocket site. The patient reported the lead had pulled out of the ipg and also the lead was broken. It was reported the ipg was located in the left hip, and the patient experienced pain at the ipg site around the same time the stimulation began. The patient reported the pain persisted at the ipg site, even after the device was removed; the site was still uncomfortable when she lies on her side.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.